Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer stated that he was priming the device, and when he pressed act, the device prompted him to disconnect. The customer's blood glucose was 96 mg/dl. The customer was advised to prime with a whole new infusion set system. During troubleshooting, insulin did exit with a manual plunger push and the device did not alarm no delivery. The customer was advised that the device was working as designed. He noted that he had to push the act button about 2 or 3 times before he was able to get the insulin pump to rewind. He requested replacements of the reservoir and infusion set. He was walked through the prime process and received a no delivery alarm. He was advised to disconnect as part of the prime process, hold the act button, and proceed when the device advanced to the next step. He confirmed that the buttons worked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.